Event description:
The surgical coordinator stated that the pt received a medpor sphere implant in (B)(6) 2005. The coordinator stated that a sclera graft was performed in (B)(6) 2009, due to implant erosion. The coordinator reported that in (B)(6) 2009 the area once again showed erosion and an infection. The coordinator reported that in (B)(6) 2009, the implant was removed and an acrylic implant was placed. The coordinator reported that the pt is in good condition.

Manufacturer narrative:
The surgery coordinator stated that the implant was in good condition after removal. Following a review of the device history record for lot number 6327-193160904, it was determined that all processes and test criteria are within the medpor implant finished product specification.